Event description:
Patient tested on the suspect device with an inr result of 8.0. A retest also resulted in an 8.0 inr. The patient was sent to the lab and the lab inr was 4.3. Controls were in range. No treatment alleged.